Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call.

Event description:
It was reported that the 9600 system was not saving or storing x-ray images. No pt injury was reported.